Event description:
Customer reports lancet does not retract after firing the softclix lancet device. No accidental needle sticks reported. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Corrected manufacturing site.

Event description:
Customer's husband reported an incident of hypoglycemia requiring hospitalization at a time when the customer attempted, was unable to obtain a blood sample using her softclix lancing device. Caller was able to successfully use the device to obtain a blood sample while troubleshooting with manufacturer's product support agent. A request was made for the return of the product, replacement was sent.